Event description:
It was reported the defibrillator test failed. No patient involvement reported at this time.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was determined that the therapy capacitor will need replacement. Upon conclusion of the evaluation, it was determined that the therapy capacitor needed replacement. The customer ordered a replacement therapy capacitor. The device remains at the customer site and no further evaluation is warranted at this time.